Event description:
It was reported by the rep that the surgeon was using a new hs curved shear. The surgeon got some bleeding on a posterior short gastric and the surgeon controlled it with the hs in which the surgeon is extemely proficient. The surgeon stated the bleeding was controlled and surgeon noted no add'l bleeding before closing. In three to four hours post operative, pt had to be reoperated on after losing over three units of blood. There was extended or and hosp stay.